Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed, required maintenance and customer tried to recover station however the efforts were unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and required maintenance. The field service engineer (fse) found that all cubies except row c had duplicate pocket errors. The fse recovered all printed reports for inventory, and the pharmacy reloaded the inventory. The fse removed all cubies and replaced the ribbon row board cable. Tests were performed, and the pharmacy inventory was verified. The system functioned as intended after the field service engineer repaired the device.